Event description:
Patient to md with swelling in left knee and movement limitation. Insert felt to be faulty. Stabilized insert explanted and new one inserted. Additional follow-up: the malfunction could be categorized as abnormal wear.